Event description:
Dr went to put his right hand into the glove and suddenly felt pain. There was something that looked like a piece of chrome stuck in his ring finger. He extricated the piece himself, washed his hands, and proceeded with the case.